Event description:
Customer reported that the pump button was unresponsive and the battery depleted by 60% before shutting off on its own. There was no reported impact to the customer¿s blood glucose level. Customer declined troubleshooting with technical support, and further information was not obtained.